Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device serial number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system was on all night. When the technician went to log into the system the touch screen was unresponsive. The mouse was also unresponsive and the system needed to be hard rebooted. There was no patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue in the medtronic navigation software anomaly tracking database.